Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the stated the patient feels increased warmth/pain at their ins site when the stimulation is on. The issue resolves when stimulation is off. The rep stated the provider confirmed this after palpating the area. The rep stated the provider has done/is doing lab work to rule out an infection. The rep is meeting with the patient today. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the implant heating was not determined but it was confirmed that the stimulation was aggravating the implanted battery local site pain. Impedances were checked and no abnormalities were found. An x-ray was requested to confirm the implant was laying flat within the pocket. The issue had not been resolved and the patient was scheduled to have a consult with the implanting surgeon on (B)(6) 2020.